Event description:
The customer contacted stryker to report that their device unexpectedly lost power. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.